Event description:
The cable of the mega needle driver robot arm, broken while being used inside of the patient. This was discovered immediately by the provider and nurse. No harm was done to the patient. Broken robot arm was replaced with a new robot arm.